Manufacturer narrative:
G4 510(k)#: please note that this product 55711014540 (screw 55711014540 5.5 cnsas 4.5 x 40 cc) is not marketed in the united states; however, it is similar to the united states marketed device 55740007545 (5.5/6.0 mas, 7.5 dia x 45 screw, sterile) with 510(k)# k202328. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having nail removal s pinal therapy for lumbar 1 rupture fracture. Levels implanted was right side of the second lumbar vertebra. It was reported that posterior t12-l2 fixation was performed for the l1 vertebral fracture. Screw fracture on both sides of l2 was confirmed during follow-up. There were no broken fragments left inside the patient and no further complications or symptoms reported regarding the event.

Manufacturer narrative:
Radiographic image review concluded as lateral x-ray posterior fusion is unable to tell the level t12-l2. L1 vertebral body is fractured and instrumented with both l2 screws fractured. Unable to see the screw fracture in ap view at t12-l2 posterior fusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.